Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoraco pneumothorax procedure, the sliding between the sleeve and the obturator was not smooth. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient harm.